Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of thrombosis and death are listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
The following additional information was received. It was confirmed that there were no issues or thrombosis in the stents located in the lad. Everything was performed in one procedure. The main cause of death was reported as stent thrombosis; however, there were multiple comorbidities. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001. The stent remains in patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat lesions in the left anterior descending (lad) coronary artery. A 3.0x18 mm xience xpedition stent was implanted in the proximal lad and a 2.25x15 mm xience xpedition stent was implanted in the distal lad. Another 3.5x18 mm xience xpedition stent was implanted in the left circumflex (lcx) coronary artery. Angiography post implantation showed good results. Another check of the angiography showed acute thrombosis in the stent in the lcx with total occlusion. Balloon angioplasty was attempted in the lcx; however, the patient expired and could not be revived. No additional information was provided.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event.